Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was not functioning properly. This was noticed on day of report when pt tried to bolus. Pt has used this infusion device for approx 2 yrs and boluses 5-10 times per day. Down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.